Manufacturer narrative:
Concomitant product(s): high speed indigo otologic drill (1845000); sn: (B)(4); manufactured: september 10, 2013; 510k: k081475. High speed indigo otologic drill (1845000); sn: (B)(4); manufactured: invalid serial number; 510k: k081475. (B)(4) in response to medtronic¿s request for device return, no devices were received for evaluation. This device is used for therapeutic purposes.

Event description:
It was reported that three (3) high speed indigo otologic drills got "hot" during use. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
According to the service report: drill 1845000 indigo high speed otologic, serial number (B)(4), lot number 209653450 -could not verify overheating but drill was running rough. Performed pre-temperature test. Ambient temperature was 71.2 f and in 1 min of testing drill temperature were t1 - 78.3 f and t2 - 77.6 f. Drills collet is make strange noise and running rough. Replaced collet. Item was repaired cleaned and tested and passed all manufacturing specifications. Drill 1845000 indigo high speed otologic, serial number (B)(4), lot number 207374899- could not verify overheating but drill was running rough. Performed pre-temperature test. Ambient temperature was 72.7f and in 1 min of testing drill temperatures were t1 - 78.3 f and t2 - 79.8 f. Drill's collet is making strange noise and running rough. Replaced collet. Item was repaired cleaned and tested and passed all manufacturing specifications. Drill 1845000 indigo high spd otol rohs, serial number (B)(4), lot number 208370503- \ could not verify overheating, but drill was running rough. Performed pre-temperature test. Ambient temperature was 71.0 f and in 1 min of testing drill temperature were t1 - 78.8 f and t2 - 76.5 f. Drill's collet is make strange noise and running rough. Replaced collet. Item was repaired cleaned and tested and passed all manufacturing specifications.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.